Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted (B)(6) 2015. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had an impedance issue and a possible fracture. The superior vena cava (svc) port was programmed off and the lead was subsequently explanted. No patient complications have been reported as a result of this event.